Event description:
MFR rec'd a call from a representative of user facility on 01/26/2000. User facility called to report the following problem: unit shuts off by itself. Statement on 2/10/00: unit would give an intermittent service alarm, electrical shock, and power down on its own.